Event description:
It was reported that "during the process of inserting the balloon, the doctor found that the puncture of the supporting vascular sheath was obstructed, making it difficult to place the balloon catheter. Therefore, a set of u-tube balloons was replaced and the catheter was reinserted to complete the surgery". The 2nd iab was inserted at a different insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#1 (B)(4). N/a other remarks: n/a corrected data: n/a.

Manufacturer narrative:
(B)(4). The reported complaint of iab insertion difficulty was confirmed upon investigation of the returned sample. The customer returned a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging for investigation. Upon return, the peel away sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The one-way valve was functionally tested and failed. A vacuum was pulled on the one-way valve, and it started losing pressure immediately. This was repeated with similar results. The one-way valve was cleaned and tested again; the one-way valve still lost pressure immediately and failed. A failing one-way valve will result in difficulty of pulling and maintaining a vacuum on the iab bladder. If the vacuum is not maintained, it can result in insertion difficulty. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the failed one-way valve. The probable root cause was supplier related. Teleflex will continue to monitor and trend on complaints of this nature .

Event description:
It was reported that "during the process of inserting the balloon, the doctor found that the puncture of the supporting vascular sheath was obstructed, making it difficult to place the balloon catheter. Therefore, a set of u-tube balloons was replaced and the catheter was reinserted to complete the surgery". The 2nd iab was inserted at a different insertion site. No patient harm or injury. The patient status is reported as "fine".